Event description:
It was reported that a vascular stent was difficult to deploy. After the stent was deployed, imaging demonstrated that the stent had foreshortened to approximately 40mm in length. Reportedly, the stent was implanted in the proximal superficial femoral artery to treat a heavily calcified lesion. Upon deployment using the thumbwheel, the physician encountered significant resistance and had to forcefully turn the thumbwheel in order to deploy the entire stent. The delivery system was removed without incident and post deployment angiography demonstrated that the stent had foreshortened to approximately 40mm in length. Another stent was then implanted overlapping the foreshortened stent. A pta balloon dilatation catheter was then used to successfully post dilate the stents. No pt injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted in the pt; however, the delivery system has been returned for eval. The event investigation is currently underway.